Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, due to a different issue that was identified (damaged usb pins).